Event description:
During a follow-up, a device reset was detected. The device's serial number had changed and all parameters were programmed to the reset parameter values. Pacing lead impedance was not available. It was explanted and will be returned for evaluation.